Manufacturer narrative:
Suspect device was not received concomitant pc unit was received. The customer¿s report of a pump event was confirmed through analysis of the pcu event log. The pump module in question was reported to be infusing nitroglycerine at the time of the reported event. Review of the logs could not confirm a customer dataset was installed. On (B)(6) 2015 at 11:03 am the pcu was powered on and the suspect pump module was shown as being attached a few seconds later. At 11:07 am the pump module was initially programmed for an unknown infusion at 2.5ml/hr with a vtbi of 200ml. Over the next 5 hours various rates between 1ml/hr and 7ml/hr were programmed. At 4:03 pm the user changed the rate to 205ml/hr,which continued for approximately 41 minutes when it was paused by the user. At 4:48 pm the user made an additional rate change to 2ml/hr, which ran until 6:14 pm when the device was powered off by the user. The primary volume infused was recorded as 164.939ml. The pcu was powered on as received. The device powered up displaying two dots in the left hand corner of the display, which is indicative that no dataset is installed. Further testing determined that the network configuration that was present was a test configuration installed by carefusion service department; no customer network configuration was installed. Review of the pcu service history showed the device had been previously returned for service in july 2014 for a network issue, at which time the logic board was replaced due to corrosion. During servicing of the pcu by carefusion a wireless network configuration was installed for test purposes. This network configuration was not replaced by the customer¿s configuration required for proper wireless functionality to occur. During servicing a hang tag warning label is attached to the device requiring the customer to reinstall operational settings prior to use. During further testing the device was connected wirelessly to a test server and a test dataset was successfully downloaded wirelessly without issue. Network connectivity testing was performed successfully. The proximate cause of the customer¿s report of a pump event was determined to be user programming. The proximate cause of the customer¿s report that guardrails was not available for programming was determined to be a missing customer dataset, due to an incorrect wireless network configuration that was not updated by the customer upon return of the device from service.

Event description:
The customer requested an event log review to determine how a nitroglycerine (ntg) infusion was programmed on an micu patient, initial dose/rate/volume/concentration unknown. Reportedly about 5 hours after it was started the nurse changed the rate to 2.5 ml/hr. However, shortly after that change the rate was found to be 205 ml/hr, and the patient was hypotensive and nauseated. The customer requested programming information, whether it was initially programmed using guardrails (gr), and if gr was an available option, because the nurse stated that gr was not available on the device. There was no medical intervention required for the patient. When the ntg was found to be infusing at 205 ml/hr the infusion was stopped and the patient's blood pressure came back up quickly with no further intervention.